Manufacturer narrative:
(B)(6). (B)(4). The device has been returned , but the evaluation is yet to happen. Thus, no conclusin can be drawn.

Event description:
It was reported that the patient underwent surgery due to cervical degenerative disease. During the surgery, doctor found screws not smooth when he try to plugged. Doctor explanted the screw and found four set screws slipped and couldn't be used anymore. The surgeon had to change another products to complete the surgery. No patient impact was reported in this event.

Manufacturer narrative:
Product analysis: visual and optical examination identified significant thread crest damage, consistent with removal by pliers. Unable to functionally evaluate set screw due to damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.